Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction, but it was noted that the foot switch was dirty and was cleaned to avoid sticking when released. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to continue to fluoro after foot pedal is released for a short time.